Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware, on (B)(6) 2016, of continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016, on the abdomen. The cgm and smart device were both used for calibration. No additional event or patient information is available. Labeling indicates: when you calibrate, you take a finger stick measurement from your meter then enter the value into your receiver or smart device. The system uses that value to verify the sensor glucose reading is on track. The receiver data log was reviewed on 08/04/2016. The complaint of inaccurate cgm values was confirmed. A root cause could not be determined.